Event description:
It was reported that patient broke plate and screws in foot and the surgeon revised. Sales rep states that while speaking with the surgeon, patient admitted to being noncompliant and walked around barefoot.

Manufacturer narrative:
Device not returned for evaluation as it was kept by the hospital. If additional information is received, it will be reported on a supplemental report. Device not returned.